Event description:
The pt's mother reported that the pt experienced a blood glucose level of 575 mg/dl and treated the blood glucose level with an injection of insulin. The reporter denied that the pt suffered any nausea or vomiting. The reporter called animas again after the initial phone call and reported a result of 527 mg/dl and said that the pt's blood glucose reading did not decrease much after the insulin injection. Another retest during the troubleshooting telephone call resulted in a blood glucose level of 545 mg/dl. There was mentioned that the pump emitted an occlusion alarm; however, the alarm did not cause the elevated blood glucose levels as the alarm happened after the blood glucose levels were already elevated. The cannula was not straight upon visual inspection, which can cause occlusion alarms. The cartridge was reportedly empty during the time of the occlusion alarm. The pt's mother also stated that the pt's father reportedly filled the cartridge to 60 units, although the delivery history shows only 30 units were delivered from the time the cartridge was filled until the time the cartridge was reportedly empty. There was no mention of any cartridge leak and the delivery history matched the pump delivery settings.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.